Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. It was reported that the image acquisition system (ias) computer software would not boot with the red power switch board. The rep switched the red power switch board for a different version and the ias computer was able to boot. A full system checkout was performed after the parts were switched and the system passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when starting the image acquisition system (ias), it was getting stuck in initializing please wait. The system was rebooted multiple times with no resolve. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection they were unable to confirm the reported issue. The os and imaging application loaded. Time and date were correct. A virus scan was completed successfully. The system readied, communication between the imaging systems computer and mobile view station (mvs) computer was functional, 2d and 3d imaging acquisition was successful while under the test. No failures were found. The power switch board was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. It is a known issue with the upgrade to the new software. A software failure was found the imaging systems computer was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/ physical examination and usability inspection the reported issue was confirmed. The computer was unable to boot pass bios. The bench test failed, the central processing unit (cpu) settings or the bios setting were changed. The time and date were incorrect. Bios se tting were checked and corrected and the imaging computer booted the software application. A virus scan was completed. Visual inspection confirmed the imaging computer had wrong software revision sticker. They installed the correct software. Charging, motion, gene rator and communication were ready. Invalidate home and ran fluoro and rad gain calibration, 2d and 3d imaging were successful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when starting the image acquisition system (ias), it was getting stuck in initializing please wait. The system was rebooted multiple times with no resolve. There was no patient present when this issue was identified.